Manufacturer narrative:
No device evaluation can be performed as it is impossible to track the device. Clinical x-rays were provided by the customer which indicated a broken pin in the rod. Device history review (DHR) was performed on lot number: a141007-21 and there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment.

Event description:
No new information provided.

Manufacturer narrative:
The investigation is currently in progress; a supplemental report will be submitted upon the completion of the investigation.

Event description:
Information was received that a revision procedure was performed in (B)(6) 2021 due to pin breakage and dislodgement, causing the rod not to function properly. No additional information is available.